Event description:
Two pts lost more fluid during the dialysis treatments than the machine recorded. The first pt complained of feeling queasy and generally not feeling well. The pt received 200 ml of ns and the treatment was continued. After about 1 hour and 15 minutes the treatment was discontinued because the pt was still not feeling well. The pt's post weight indicated an excess of 2.2 kg of fluid was removed. The pt's symptoms subsided and the pt left the clinic without any complaints. The second pt has no symptoms and the uf output was monitored. The uf amount collected was 1.4 kg more than the machine recorded. This pt also left the facility without complaints. The machine was removed from service by the facility tech. Two components were replaced and proper machine operation was verified befcore returning the machine to the treatment area. No problems since.